Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and the cause was not known. Boluses via the pump were delivered to address the high bg. During a pump system check, an air gap was observed in the infusion set tubing. The contact primed the air out of the tubing and reportedly, the infusion set site was changed.